Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. As per the inspection results provided by the third party distributor, the camera head supply cable was damaged due to which there were stripes in the image. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a striped image. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the third-party repair center for inspection and the reported failure was confirmed. Based on the results of the investigation, a cause could not be determined, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.